Event description:
It was reported that the patient's device was at 25% battery and there were questions if this low value could be related to a device issue. It was stated that the patient was programmed to a high on time and this could be the reason for the rapid depletion of the battery. A review of the manufacturing log was performed and the device passed all function specifications prior to distribution. The patient has been referred for replacement due to the low battery. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
A review of data from the generator was performed. With the limited data available, there was no evidence to suggest that the battery depleted prematurely.

Event description:
It was reported that the patient's generator was replaced. The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted generator was received by the manufacturer. Analysis has not been completed to date.

Event description:
Product analysis was completed on the explanted generator. A comprehensive electrical evaluation for the device showed that it performed according to functional specifications. The generator was noted to be at 18% battery consumption so the pcba was removed and subjected to a post burn electrical test. The test showed that observed contaminates on the edge of the pcba contributed to the depletion of the battery by supplying alternative pathways for the current to flow.